Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that during startup the v60 ventilator had an error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a faulty main alarm. It was reported that the logs were reviewed, and the device had a motor speaker failure, and error code 1102 was present. The rse recommended that the loudspeaker be replaced on the motor side.

Manufacturer narrative:
It was previously reported that a philips remote service engineer (rse) noted that the customer's v60 ventilator had a faulty main alarm. It was reported that the logs were reviewed, and the device had a motor speaker failure, and error code 1102 was present. The rse recommended that the loudspeaker be replaced on the motor side. Insufficient information is available to determine the resolution of the event. The quote provided to the customer had expired, and not further services were performed. It could not be determined if the customer's issue was resolved and/or if the device had been repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.